Event description:
It was reported that two rings came out of the plate while inserting screws. Plate was removed and replaced resulting in a delay of over thirty minutes. Patient outcome: no adverse effect reported as a result of this event.